Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hand assistad lap colectomy, the top portion of the device ripped. A second device did the same thing. Case completed with a 3rd device of the same product code. No patient consequence.